Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported gi bleeding could not be determined through this evaluation. Additionally, power and flow elevations were confirmed based on the submitted log files; however, a specific cause for these events could not be conclusively determined through this evaluation. It was reported that the patient was admitted to the hospital for suspected gi bleeding on (B)(6) 2019. However, the patient reportedly experienced a motor vehicle accident on the way to the hospital and suffered a right tibial fracture. A CT scan also showed a possible new liver lesion in the setting of a history of rectal cancer with metastases to the lung. The account also noted intermittent high flows in the 8-lpm range earlier in the day. The patient underwent an egd and colonoscopy on (B)(6) 2019 which showed ulcers in the colon but no active bleeding. The patient had a tagged rbc scan on (B)(6) 2019 which was negative for gi bleeding. On (B)(6) 2019, a ramp echo revealed that the pump was functioning normally. The patient is working with palliative care and considering hospice care. There are no surgical interventions or invasive tests planned. Gi bleeding was not confirmed by the account and the patient was discharged on (B)(6) 2019. The patient¿s hemoglobin was slightly lower on (B)(6) 2019 than at discharge. Throughout the patient¿s hospital care, it was noted that the patient was experiencing elevated powers. No product is available for investigation. The account submitted 3 log files for review which together captured data from (B)(6) 2019 through (B)(6) 2019. The log files captured a slight power and flow elevation on (B)(6) 2019 (8.2 watts; 9.2 lpm) and multiple larger power and flow elevations between (B)(6) 2019 and (B)(6) 2019 (up to 13.4 watts; 12.0 lpm). These elevations in power and flow all appeared to occur during pi events. No atypical alarms were captured. Throughout the captured data, the pump appeared to function as intended above the low speed limit. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further complaints have been reported at this time. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document provides details regarding the recommended anticoagulation therapy and inr range and also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 9 months 8 days (calculated from manufactured date).

Manufacturer narrative:
Approximate age of device ¿ 2 years 8 months (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted with suspected gi bleed. The patient had a motor vehicle accident on the way to the hospital prior admission, and suffered a right tibial fracture. CT scan obtained also showed a possible new liver lesion. Intermittent high flows in the 8's were documented earlier in the day. Log file were received for review and the log file analysis showed multiple pi events occurring from (B)(6) 2019. Log file analysis showed persistent pi events since the prior monday. Pump power and flow appeared to be fairly stable as well as the pi. It was confirmed that there was no gi bleeding. There were esophagogastroduodenoscopy (egd) and colonoscopy performed on (B)(6) 2019, which showed no active bleeding; there were ulcers in the colon. On (B)(6) 2019, a tagged red blood cell (rbc) scan resulted negative for gi bleeding. On (B)(6) 2019, a ramp echo showed that the pump appeared to be functioning normally. The patient had coumadin held and inr decreased to 1.8 ~ 2. The patient was worked with palliative care, and it was considered to be signing on with hospice. No surgical interventions or invasive tests were planned.